Manufacturer narrative:
According to the report, the patient died following a thrombectomy. It was prior to the first cannulation with the hero graft. Additional information regarding the event, including information on patient selection criteria and patient history, was requested, but no information was provided. A records review was performed for the lot and it was confirmed that all records were controlled, available for review, and met all specifications. Additional information was received for the date of implant and lot number. A review was performed on the available information. While the root cause of the reported event is unknown, the available information indicates that the patient likely died from pulmonary thromboembolus, which is a known potential complication of the hero device. The source of the thromboembolus is unknown; however, possibilities include deep venous thrombosis of the pelvis or lower extremity or the hero graft. Patient factors that may have contributed to thrombosis, such as co-morbidities, coagulation disorders, and/or medications, are unknown. The hero graft instructions for use (IFU) lists embolism and death as potential adverse events. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, the patient died following a thrombectomy. It was prior to the first cannulation with the hero graft.

Manufacturer narrative:
"Date of this report," was corrected to (B)(6) 2014. According to the report, the patient died following a thrombectomy. It was prior to the first cannulation with the hero graft. Additional information regarding the event, including information on patient selection criteria and patient history, was requested, but no information was provided. A records review was performed for the lot and it was confirmed that all records were controlled, available for review, and met all specifications. A review was performed on the available information. While the root cause of the reported event is unknown, the available information indicates that the patient likely died from pulmonary thromboembolus, which is a known potential complication of the hero device. The source of the thromboembolus is unknown; however, possibilities include deep venous thrombosis of the pelvis or lower extremity or the hero graft. Patient factors that may have contributed to thrombosis, such as co-morbidities, coagulation disorders, and/or medications, are unknown. The hero graft instructions for use (IFU) lists embolism and death as potential adverse events.

Event description:
According to the report, the patient died following a thrombectomy. It was prior to the first cannulation with the hero graft.

Event description:
According to the report, the patient died following a thrombectomy. It was prior to the first cannulation with the hero graft.